Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter stopped powering on about 5pm on (B)(6) 2017. The patient manages her diabetes with insulin which she self-adjusts. She reported that within an hour, she developed symptoms of ¿extreme thirst, frequent urination, blurry vision and hungry¿. She reported that from about 6pm on (B)(6) until the time of the call to lfs, she had consumed less food/drink. She denied receiving any other treatment for her symptoms beyond her normal diabetes care and management routine. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca confirmed that the patient was using onetouch ultra test strips which had expired in february 2015 and the meter would not turn on when a test strip was inserted. The patient indicated that the meter also did not turn on when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Extreme thirst, frequent urination, blurry vision and hungry, after the alleged product issue began.